Manufacturer narrative:
Zimmer biomet complaint- (B)(4). Upon review of this complaint, it has been determined that this does not meet the definition of a reportable malfunction as there is no reasonable reason to conclude that a serious injury would occur if the malfunction were too recur. Therefore, this report is being rejected at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event; please see associated reports: MFR # 0001825034-2017-10721, MFR # 0001825034-2017-10722. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
The operative record indicated that the nails and pins did not secure the tibial template adequately, and it vibrated loose.